Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/12/2008 by fax and mail. A completed questionnaire was received on 12/18/2008. This report was mailed to FDA on: 01/09/2009.

Event description:
A medical services director reported that a surgeon exchanged an intraocular lens (iol) due to patient experiencing glare and halos while driving at night. In a follow-up, the surgeon reports the outcome of the event as "poor".